Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. The DHR of product code: 102035116s. Lot : 307527 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 25.06.2021 qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a cervical spine surgery with symp c2-th2 the crew ref # 1020-35-116s lot # 307527 could not be picked up orthograde with the screwdriver shaft (ref # 202033400 lot # (B)(4) and sleeve (ref # 202000401 lot # (B)(4)) from the sterile tube. The screw had to be taken out of the tube manually. But even after this, several attempts were made to record the screw orthogradely. Only a 100% correct pick-up enables the screw to be screwed in orthogradely. Therefore, insertion with the ratchet handle (ref # 202000501) was also not possible, because the use of the ratchet handle requires 100% connection of the screw with the screwdriver shaft. Surgery delay: 30min. Surgery completed successfully without any patient harm or consequences. No allegation against the mentioned instruments: screwdriver shaft (ref # 202033400 lot # (B)(4)) not available for return. Sleeve (ref # 202000401 lot # (B)(4)) not available for return. Ratchet handle (ref # 202000501) not available for return. Concomitant device reported: poly screw driver shft x20 (part# 202033400, lot# (B)(4), quantity unknown). Poly screw driver reten sleeve (part# 202000401, lot# (B)(4), quantity unknown) ao handle medium w ratchet (part# 202000501, lot# unknown, quantity unknown). This complaint involves one (1) device.